Event description:
It was reported that one of the patient's implanted leads exhibited no capture. The other implanted lead exhibited undefined impedance and no capture. Both leads were capped and replaced. No patient complications have been reported as a result of this event.